Manufacturer narrative:
The reported event of contamination of device ingredient or reagent was confirmed. The device was above eri level upon receipt. Visual inspection indicated a small amount of dried blood inside the ventricle connector bore, and this does not pose any clinical risk. Analysis performed did not show any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an unrelated procedure, blood was observed in the device header. The device was explanted and replaced to resolve the event. The patient was in stable condition.